Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and high, out-of-range (oor) pacing lead impedance measurement greater than 2000 ohms. Additional information was received indicating that the rv lead was fractured at the clavicular area and was confirmed through fluoroscopy. Subsequently, this lead was surgically abandoned and replaced with no issue. The rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.